Event description:
Bayer case number: (B)(4). Disabling pain [pelvic pain female]. Fibromyalgia [fibromyalgia]. Asthenia [asthenia]. Stress [stress]. Cognitive disorders [cognitive disorders]. Memory loss [memory loss]. Paresthesia [paresthesia]. Neuropathic pain [neuropathic pain]. Anxious-depressive state [anxiety depression]. Fatigue [fatigue]. Anxiety attacks [anxiety attack]. Sleep disturbances [sleep disturbance]. Mood disturbances [mood altered]. Memory disorders [memory disturbance]. Feeling of confusion [confused]. Muscular stiffness [muscle stiffness]. Fibroid [uterine fibroid]. Cervicobrachial neuralgia [cervicobrachialgia]. Neuralgia [neuralgia]. Paresthesia [paresthesia]. Sick leave [sick leave]. Panic attack [panic attack]. Loss of self-confidence [loss of confidence]. Nocturnal finger [paraesthesia of fingers]. Numbness [numbness]. Cervical contractures [cervix disorder]. Leg stiffness [limbs stiffness]. Causing brief difficulty walking [difficulty in walking]. Tinnitus [tinnitus]. Pain in her legs [pains in legs]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("disabling pain") in a 40 year-old female patient who had essure inserted (lot no. He011ft) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 178 days after essure insertion, she experienced fibromyalgia ("fibromyalgia"), asthenia ("asthenia") and stress ("stress"). On (B)(6) 2018, she experienced cognitive disorder ("cognitive disorders") and amnesia ("memory loss"). On (B)(6) 2021, she experienced a first episode of paresthesia ("paresthesia") and neuropathic pain ("neuropathic pain"). On (B)(6) 2021, she experienced pelvic pain (seriousness criterion intervention required), depression ("anxious-depressive state"), fatigue ("fatigue"), anxiety ("anxiety attacks"), sleep disorder ("sleep disturbances"), mood altered ("mood disturbances"), memory impairment ("memory disorders") and confusional state ("feeling of confusion"). Essure was removed in 2026. On unknown date she experienced muscle stiffness ("muscular stiffness"), cervicobrachial syndrome ("cervicobrachial neuralgia"), neuralgia ("neuralgia"), a second episode of paresthesia ("paresthesia"), sick leave ("sick leave"), panic attack (" panic attack"), psychiatric symptom ("loss of self-confidence"), paraesthesia of fingers ("nocturnal finger"), hypoaesthesia ("numbness"), cervix disorder ("cervical contractures"), limbs stiffness ("leg stiffness"), gait disturbance ("causing brief difficulty walking"), tinnitus ("tinnitus") and pain in extremity ("pain in her legs") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery ( total hysterectomy and bilateral salpingectomy and removed on (B)(6) 2024). At the time of the report, the outcomes for pelvic pain, fibromyalgia, asthenia, stress, cognitive disorder, amnesia, neuropathic pain, depression, fatigue, anxiety, sleep disorder, mood altered, memory impairment, confusional state, muscle stiffness, uterine leiomyoma, cervicobrachial syndrome, neuralgia, sick leave, panic attack, psychiatric symptom, paraesthesia of fingers, hypoaesthesia, cervix disorder, limbs stiffness, gait disturbance, pain in extremity and the last episode of paresthesia were unknown. The reporter considered amnesia, anxiety, asthenia, cervicobrachial syndrome, cervix disorder, cognitive disorder, confusional state, depression, fatigue, fibromyalgia, gait disturbance, hypoaesthesia, memory impairment, mood altered, muscle stiffness, limbs stiffness, neuropathic pain, neuralgia, pain in extremity, panic attack, the first episode of paresthesia, the second episode of paresthesia, paraesthesia of fingers, pelvic pain, psychiatric symptom, sick leave, sleep disorder, stress, tinnitus and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2022: slightly low levels of mean corpuscular hemoglobin concentration and ferritin. In 2024: showed low levels of hemoglobin, hematocrit, mean corpuscular hemoglobin, mean corpuscular hemoglobin concentration, and ferritin. [Electroneuromyography] on (B)(6) 2021: here was an early sensory compression of the right median nerve at the carpal tunnel. [Ultrasound doppler] on (B)(6) 2022: investigate thoracic outlet. Syndrome in the context of cervicobrachial neuralgia, was unremarkable. [Ultrasound pelvis] (date unknown): new 2-cm fibroid. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.